Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
During preparation for a stroke procedure, a penumbra system 5max ace reperfusion catheter was broken upon opening the package. The catheter was noted disconnected 2 mm at the luer connection.